Event description:
The facility stated that the surgeon implanted a aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. It's unknown what caused the lens to tear. The injector model that was used was a msi-tm and the cartridge model that was used was a aq cartridge fp. The facility was unable to provide the injector and cartridge lot numbers.